Event description:
Note: this report pertains to one of two mantis clips that were used in the same procedure. It was reported to boston scientific corporation that a mantis clip device was used to treat colon cancer in the sigmoid colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the initial closure allowed only partial reopening of the mucosa, limited to two thirds, and restricted in movement. The clip was attempted to be removed; however, the clip remained firmly in place. The clip was not released, and it partially detached. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. Note: it was reported that when the mucosa was pulled in to reopen it, it could only open about two-thirds of the way and felt like it was being pulled back. The clip would not reopen for repositioning. An attempt was made to remove it, but it was stuck and could not be removed. However, according to the instructions for use (IFU), "do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device. Additional information received on january 8, 2026. It was clarified that in order to suture the ulcer area after endoscopic submucosal dissection (esd), the mucosa was grasped normally and advanced to the contralateral mucosa beyond the ulcer; however, the device was unable to open at that time. An attempt was made to reopen while drawing the mucosa together, but it only opened about two-thirds of the way.

Manufacturer narrative:
Block h2: block b5 (describe event or problem) and h6 has been updated based on the additional information received on january 8, 2026. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: the returned mantis clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly with evidence of full deployment. A dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter and clip premature deployment were confirmed. The investigation did not detect any problems, as the device was returned fully deployed. In regard to the reported problem of the device being misused, according to the instructions for use (IFU), "do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device". Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
Note: this report pertains to one of two mantis clips that were used in the same procedure. It was reported to boston scientific corporation that a mantis clip device was used to treat colon cancer in the sigmoid colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the initial closure allowed only partial reopening of the mucosa, limited to two thirds, and restricted in movement. The clip was attempted to be removed; however, the clip remained firmly in place. The clip was not released, and it partially detached. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. Note: it was reported that when the mucosa was pulled in to reopen it, it could only open about two-thirds of the way and felt like it was being pulled back. The clip would not reopen for repositioning. An attempt was made to remove it, but it was stuck and could not be removed. However, according to the instructions for use (IFU), "do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
Note: this report pertains to one of two mantis clips that were used in the same procedure. It was reported to boston scientific corporation that a mantis clip device was used to treat colon cancer in the sigmoid colon during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the initial closure allowed only partial reopening of the mucosa, limited to two thirds, and restricted in movement. The clip was attempted to be removed; however, the clip remained firmly in place. The clip was not released, and it partially detached. The procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. Note: it was reported that when the mucosa was pulled in to reopen it, it could only open about two-thirds of the way and felt like it was being pulled back. The clip would not reopen for repositioning. An attempt was made to remove it, but it was stuck and could not be removed. However, according to the instructions for use (IFU), "do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device.